Event description:
Additional information was received. It was reported that during the pocket revision the ins was placed a bit higher. The pocket revision was performed on the 31st of march. It resolved the issues. The information had been confirmed / provided by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the patient was nearly blind, which makes recharging difficult for her and there was no exact date as to when the recharging issues first began. A pocket revision will be performed. The information has been confirmed / provided by the physician.

Event description:
Information was received from multiple sources (manufacturer representative [rep], healthcare provider[hcp]) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there were problems recharging. The rep visited the patient on (B)(6) 2026, where rep checked all the equipment and there did not appear to be anything with it. The ins did appear to be tilted within the body, and the patient indicated that they felt that the ins was not securely fixed and could shift position. The rep's suspicion was that movement or tilting of the ins was causing the charging problems. Additional information was received from the hcp. It was reported that the hcp would discuss and they would probably need to perform another pocket revision. Additional information was received from the rep. It was reported that on (B)(6) 2026, the rep managed to locate the ins with great difficulty. During the time the rep was there, the ins battery charged from 0% to 30%. With every small movement, charging stopped and they had to locate the ins again. In addition, quite a lot of pressure was required to enable charging which caused pain around the ins for the patient. It was noted that the patient had little to no vision, and given this, the rep wondered whether the patient would be able to manage this by themselves and the rep expected the problems to persist. The patient also mentioned that sometimes charging worked, and other times it did not, which in the rep's opinion was due too the position of the ins battery. Additional information was received from the hcp. It was reported that the they were considering switching back to a non-rechargeable device for the patient. It was noted that if they were going to perform a pocket revision anyway, that they might also consider an ins replacement at the same time. The hcp asked for the patient's settings to make an estimate of battery longevity with a non-rechargeable model ins. The rep reported that they did not know the patient's settings, but the patient did indicate that the last time the patient had a non-rechargeable device, it depleted very quickly. The rep did not know whether the patient's had changed much since. Additional information was received from the hcp. The hcp provided settings that they believed the patient's program was or was similar to. The hcp noted that if the recalled correctly, the patient's impedance values were all good. A longevity estimate using the settings the hcp provided indicated that a non-rechargeable ins would last between 22 months and 14 months depending on impedance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.